Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on unknown date. The customer¿s blood glucose level was 800 mg/dl at time of incident. The customer stated that they could not remove the battery cap and there was damage at the top of the battery compartment. The customer stated that they felt unwell. Customer stated that they were unable to complete troubleshooting. Customer requested that someone call them at home in a few days. The device will not be returned for analysis.